Manufacturer narrative:
The event of seroma-late, infection (late onset), wound infection, necrosis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, infection (late onset), wound infection, necrosis.

Event description:
Healthcare professional reported through national breast implant registry "infection, seroma, skin necrosis and wound problems". This record is for the right side. Device status is unknown.